Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, outside the patient, the suture was found broken. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of suture broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis. No visual residue was found on the device. A visual examination of the ligator head found all bands present and in proper position. The teeth were undamaged. The suture had been broken adjacent to the teeth and the proximal section of the suture (including the loop) was not returned. Two suture knots had been pulled away from the teeth. It was noted that the trip wire was wound around the spool prior to receipt for analysis. It was also noted that the trip wire was caught between the spool and handle bracket. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the user broke the suture while unpacking and outside the patient. Therefore, the most probable root cause classification is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, outside the patient, the suture was found broken. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.